Event description:
The customer observed false nonreactive architect anti-hcv results on one (B)(6) year old pregnant (B)(6) female patient. The customer repeats reactive anti-hcv results from siemens atellica to architect for second method evaluation. The results provided were: on (B)(6) 2022 sid (B)(6) initial=(B)(6) s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2022=(B)(6) s/co /riba=positive for more antigen /pcr=negative /siemens atellica=3.26 index /repeated=3.33 index (> 1.00 index=reactive). Additional information provided: torch, hbsag, hiv=negative; ast and alt in range (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
No specific patient information was provided.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, retained kit testing of architect anti-hcv reagent lot number 35508be00. Trending review determined no adverse trend for the issue for the product. Return sample analysis performed on return specimens. Patient sample (sid (B)(6)) showed a non-reactive result on architect anti-hcv, positive result on inno-lia hcv and negative result on mikrogen recom line hcv. Device history record review did not identify any non-conformances or deviations with lot 35508be00 and the complaint issue. Inhouse testing determined that the sensitivity performance of lot 35508be00 is not negatively impacted. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hiv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent lot number 35508be00.